Event description:
It was reported by the patient that during an anterior procedure in 2008, the doctor told the patient that the arm of the mesh nicked the patient's bladder. Per the patient, the doctor sutured the bladder and removed the mesh during the procedure as a precaution to prevent infection. Per the patient, the doctor placed a catheter in the patient for one week. The patient was scheduled to follow-up with the doctor on a week later to see the impact to the patient's bladder and remove the catheter. The procedure was for a prolapse of the uterus. The patient also had a to type implanted to repair a cystocele. Patient would not provide her contact information, doctor's name or contact information, or facility name or contact information. Patient did not know the product catalog # or full product name. No further information is available.

Manufacturer narrative:
The product number and lot number are unknown; therefore, no review of the device history record could be performed. The instructions for use for the avaulta products states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations of lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. It further states in the precautions section that implantation procedures require diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, bowel, rectum, or other viscera during needle passage. The mesh used in the avaulta system is made from monofilament, polypropylene fibers. The mesh has a soft knit central section for compliant organ support and host tissue ingrowth, and a more dense but compliant knit in the lateral sides to provide improved strength for tension-free fixation of the mesh. It is unlikely that the soft polypropylene mesh in the system could penetrate the bladder wall. It is more likely that the needle/instrumentation, passed by the doctor through the pelvic anatomy, penetrated the bladder.